Manufacturer narrative:
The report has been identified as b. Braun internal report number (B)(4): visual inspection: 1 appearance and condition when received: received one piece of catheter and 2 pcs of perican ii bulk. It was confirmed that bloodlike substance adhered at the inner diameter of the catheter, and the inner diameter of the hub of bulk-1. Confirmed that the catheter tip was torn. Visual inspection of catheter: the torn part of the catheter was confirmed at the point of 8 mm off from the catheter tip. Microscopic observation on the cross-section of the broken catheter revealed that there were scratch marks, which were very similar with the one caused by pullback operation. Visual inspection of perican ii bulk: the minor damage was confirmed on the bevel angle part of each cannula tip, which was speculated to be caused during use. Any abnormality such as burr was not identified at the part of anti-coring heel. Dimension check: abnormality not confirmed. The bending radius of the curve at the end of bulk needle (r dimension) was measured by image measuring device. Specifications: outside r: 11.3~15.3 degrees / inside r: 10.0~14.0 degrees. Result: bulk-1: outside r: 12.5 degrees / inside r: 11.0 degrees. Bulk-2: outside r: 12.0 degrees / inside r: 10.5 degrees. The dimension of the complaint bulks conformed to the specification. Justification: this complaint was not confirmed. Confirmed that the catheter was severed at 8 mm from its tip. The minor damage was confirmed on the bevel angle part of each cannula tip, which was speculated to be caused during use. However, no abnormality was confirmed on the anti-coring heel of the bevel. As a result of the microscopic observation, scratches similar to the one caused by pullback operation were confirmed. R dimension of each sample of cannula met the spec. Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter damaged. Catheter was torn apart. At a later date, CT confirmed what appeared to be a remnant near the muscular layer. It is suspected that the residue may remain in the patient's body. Currently observing.